Event description:
It was reported that while the surgeon was attempting to attach the trial to the handle the distal end fractured. There was negative impact to the pt, the surgery was completed with another instrument.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This failure mode has been identified as being related to loosening of the trial from the handle and possible joysticking motion while removing the assembly from the body.